Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for review. During the visual analysis, the following was observed: the photo shows a trocar inside of a plastic bag from the top view and the trocar smooth sleeve can be seen broken off from the tip area. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a pulmonary apicectomy performed in thoracic surgery, at the time of the extraction of the b12lt trocar, in which the pcce45a had been inserted, the surgeon realized that the trocar was missing pieces in the distal part. The pieces were all recovered and the trocar was reassembled in order to identify any missing parts. There were no further problems and there was no delay to procedure. There were no patient consequences.